Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was found that the device had no brakes. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.